Event description:
Reference number (B)(4). Event occurred in bahrain it was reported that the infusion set tape not sticking event on 28-feb-2026 due to patients mistake on second day of insertion. The site's location was thigh. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.